Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during the non-medtronic balloon aortic valvuloplasty (bav), the patient decompensated due to an annular injury of the aortic root. The valve was implanted and moderate-severe paravalvular leak (pvl) was reported. The patient continued to decompensate. A second transcatheter bioprosthetic valve was implanted and the pvl did not resolve. The patient continued to decompensate and subsequently died due to the annular injury from the non-medtronic bav. It was reported that the death was not related to the valve or its function nor was there any allegation that the valve contributed to the patient's death.